Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the device being unable to recognize was not determined. The device undergoes a visual inspection for abnormalities prior to being shipped to the customer. It is likely that the device was shipped free from damages, therefore damages incurred may have been as a result of transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The handpiece was found not recognizing the shaver blade and with no output. Minor scratches were found on the housing typical to normal wear and tear of the device. The device was placed for repair. Root cause of the reported failure is not yet identified. Investigation is still ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device handpiece was found not functioning. The shaver blade was not recognized however, when another handpiece was plugged in, the device worked. The serial number of another handpiece used was not provided. No patient involvement on this report, no user harm reported